Manufacturer narrative:
No product received, and no further information provided by eyecare practitioner after repeated requests. Examination of records shows device was manufactured to the prescribed specifications.

Event description:
On (B)(6) 2011, received report of corneal abrasion via a sales rep for a pt of (B)(6). Pt was fitted with contact lenses that looked acceptable at dispensing, and wore lenses home. Pt returned with a corneal abrasion mid-periphery. Doctor suspected ill-fitting curve of lens caused abrasion, typical of what would be seen with an rgp contact lens. Pt was to be refitted in a smaller optical zone lens with a steeper base curve. No further information was provided by the doctor despite repeated requests.